Manufacturer narrative:
The device history record was reviewed and found to be conforming. The investigation of the device by swissray at the customer site resulted in the following finding: the x-ray system was not calibrated properly after a service intervention at the customer performed by the responsible trained service technician. After finishing the investigation, the device was calibrated 3 times in a row without any error. The device was working as specified and all calibration files were available as intended. There was no technical failure of the product verifiable. The root cause was identified as human error in failing to perform the calibration due to unknown reason. With the corresponding correction swissray considers this case as closed. (B)(4).

Event description:
The customer was reporting that a patient underwent an unnecessary surgery because x-ray images were interpreted by the radiologist as a broken implant (nail fixation for a femur fracture).